Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 168 mg/dl and 58 mg/dl. Customer woke up feeling hot and sweaty and obtained a reading of 168 mg/dl. Customer rechecked blood sugar and obtained a reading of 58 mg/dl. Customer then drank juice and felt better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.